Manufacturer narrative:
The customer reported to have replaced the gui central processing unit (cpu). Covidien was authorized to upgrade software only, and the cse upgraded the software to the current version. The device passed extended self-test (est), the short self-test (sst), and he performed verification test (pvt). Covidien reference: (B)(4).

Event description:
Covidien received information from a customer in the USA stating that an 840 ventilator graphical user interface (gui) display was not clear. The device was not being used on a patient when event occurred. The exact date of the event is unknown.